Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical intervention for an elective device replacement procedure. During procedure, visual examination noted that the insulation of this right ventricular (rv) lead appeared to be damaged. As a result, the lead was surgically abandoned and a new ventricular lead was implanted. No adverse patient effects were reported.